Event description:
The event involved a connector tego¿ where the customer reported that it was observed that the plastic cover of the tego cap detached easily, which prevented proper blood circulation and led to the premature replacement of the tego. The corrective measures adopted were the replacement of the connector with one of the same reference and the verification of the condition of the components used for the patient's hemo dialysis therapy. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation; however, investigation is not yet complete. E1 - telephone number - (B)(6).

Manufacturer narrative:
One (1) used list# lat-d1000, conector tego¿ was returned for evaluation. As received, a tear around the sample was observed. No mating device was returned for evaluation. Received two (2) photos showing the tear around the sample. The complaint of tego tear can be confirmed. The probable cause of wrinkled silicone is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.